Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited exposed metal on the bending section and rust on the lens of the forceps passage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the exposed metal. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to broken bending section based on the results of the investigation, a root cause could not be identified for the rusted lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.